Manufacturer narrative:
One bl3170 stellaris handpiece (B)(4) was returned for evaluation. Visual inspection found the nose cone dented and gauged. The transducer horn is marred and gouged with material missing. The handpiece was functionally tested using a stellaris system and it tuned, primed and functioned as intended. In addition, water was injected through the handpiece irrigation tube and onto a 0.45 micron filter. The water was then vacuumed thru the filter in an attempt to trap possible particles. Microscopic examination of the filter found numerous dark specks as well as a couple of fiber-like particles. The dark particles were sent to the lab for further analyses. The particles were analyzed using energy -dispersive spectrometer (eds) equipped with a scanning electron microscope (sem). These analyses indicated that the small dark particles consist primarily of aluminosilicate material. Lesser concentrations of barium sulfate were detected in some of the dark particles. These results indicated that the particles flushed from the handpiece are not material used in the manufacturing of the bl3170 handpiece and since this is a non-sterile, reusable device the most probable cause of the particle may be related to the non-effective cleaning and sterilization performed on this handpiece.

Manufacturer narrative:
Report# 4 of 4

Event description:
A user facility in (B)(6) returned four handpieces wrapped in a surgical drape stating that the four handpieces were involved in complaints of "particulate during procedure". No other details were included.